Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified middle and distal end of left anterior descending artery. After pre-dilatation was performed with an unknown balloon catheter, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was then noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified middle and distal end of left anterior descending artery. After pre-dilatation was performed with an unknown balloon catheter, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was then noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 2.50x38mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. An examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.